Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a maintenance the optical sensor was replaced and it failed six accuracy tests.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the optical distance sensor and not the rosa robot.

Event description:
During a maintenance the optical sensor was replaced and it failed six accuracy tests.

Manufacturer narrative:
The distance sensor was inspected for investigation purpose and it was found not working. It was not possible to determine the root cause of the malfunction. The defective distance sensor was replaced.